Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and degenerative disc disease. It was reported the patient¿s pump had been empty for more than a year and was alarming. The hcp requested assistance relating to programming the pump to off state. The hcp had access to a physician programmer. The hcp stated that he planned to remove the pump. No patient symptoms were reported. No further patient complications were reported.